Event description:
The device reportedly successfully delivered 4 defibrillation countershocks to the pt however, on the 5th attempt to shock, the device began to display a connect electrodes message. Connections between the device and pt were allegedly checked and the device continued to display the connect electrodes message. The pt's outcome and details were not initially reported to mpc.